Event description:
It was reported that a patient used a magnet found in a shop class to initiate magnet mode stimulation. Upon stimulation, the patient experienced pain and began to cough and vomit up blood. The patient was taken to the ER and diagnostics were performed indicating that the device was functioning properly however specific results were not provided. According to clinic notes received, a small round magnet was used. The patient is doing fine however he was having difficulty tolerating magnet mode stimulation; therefore, the generator was replaced. Good faith attempts to obtain additional information have been unsuccessful to date. The explanted product will be returned for product analysis.